Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the temporary plate fixator pin broken during the operation. The broken tip is in the patient's body and unable to be removed. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Event description:
It was reported that the temporary plate fixator pin broken during the operation. The broken tip is in the patient's body and unable to be removed. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection of the device revealed the following: the device is generally in a good state, aside from the fact that it is broken at the tip. The material color looks slightly faded, probably due to multiple cleaning/sterilization cycles. The microscopic evaluation of the product shows clear torque lines on the surface of the breakage. These torque lines are the indicator that the material broke due to over-torque. As a reminder, the IFU clearly reminds the user: "always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry." Furthermore, it is important to point out that this product has been in use since 2015. Almost 4 years of use could have contributed to the weakening of the material, and made it easier to break. As a conclusion, this case could be classified as both user and wear related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.